Event description:
It was reported that stent dislodgment and embolization occurred. The target lesion was located in the right coronary artery (rca). A 3.00mm x 8mm liberté¿ stent was advanced to the lesion; however, the stent was detached from the stent delivery system balloon. The detached stent then moved to the proximal portion of the lesion. The stent was snared and was successfully removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds). The balloon was loosely folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The stent was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).